Manufacturer narrative:
Eval confirmed the cannulation of the driver was obstructed. Attempts to remove the obstructing material were unsuccessful. The customer's complaint could not be confirmed. Niether the material blocking the cannulation nor the cause of this event could be determined.

Event description:
During a shoulder procedure, the fiberwire became stuck in the shaft of driver. The implant was removed and the hole had to be re-drilled to fit a 8mm screw due to the size of the driver the surgeon had on hand. The surgery was delayed approximately 45 minutes. No adverse consequences were reported as a result of event. This device is used for treatment.

Event description:
During a shoulder procedure, the fiber wire became stuck in the shaft of driver. The implant was removed and the hole had to be re-drilled to fit a 8mm screw due to the size of the driver the surgeon had on hand the surgery was delayed approximately 45 minutes. No adverse consequences were reported as a result of event. This device is used for treatment.

Event description:
During a shoulder procedure the fiberwire became stuck in the shaft of driver. The imp was removed and the hole had to be re-drilled to fit a 8mm screw due to the size of the driver the surgeon had on hand. The surgery was delayed approx 45 minutes. No adverse consequences were reported as a result of event. This device is used for treatment.